Event description:
It was reported that 19 needle 23g 1in tw packaging units were open due to poor seal adhesion. The following information was provided by the initial reporter: "packaging is open because of poor adhesion.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/18/2021. H.6. Investigation: one photo and eighteen samples were received by our quality team for evaluation. From the photo, a package with an open seal and no sealing transfer on the bottom web was observed. The samples were subjected to visual inspection and all samples were observed with an open seal. Three samples were observed with a damaged package inclusive of the open seal. A device history record review found no non-conformances associated with this issue during production of this batch. The opened seal is likely due to the damaged gasket which resulted from poor forming of the blister pocket. When the assembled needle did not sit properly in the partially formed blister, the sealing die was not able to fully close and the gasket was damaged. This resulted in poor / open sealing and some samples with damaged package close to the sealing area. Containment was also not performed and recorded by the production technician in the machine history tracking form. CAPA#3378889 has been initiated to address this issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 needle 23g 1in tw packaging units were open due to poor seal adhesion. The following information was provided by the initial reporter: "packaging is open because of poor adhesion."